Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient woke up yesterday and had a return of tremors. They have not had any falls nor trauma. They used their patient programmer (pp) to check the implant and the implant was turned off. It was reviewed how to turn the implant back on and when the patient did, they stated their tremors were gone. It was reviewed to monitor their symptoms and follow-up with the healthcare provider (hcp) if needed.